Manufacturer narrative:
(B)(4). The reporter initially reported that the sample is available. However, the sample was inadvertently discarded before being sent to baxter. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) folfusor sv2.5 ml/h leaked when priming when filled with nacl. The reported complaint took place before patient connection, no patient involvement. No report of medical intervention. No additional information.